Event description:
International affiliate reports suction was initiated but four days later poor drainage was obtained. No adverse patient consequence was reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2005-00621 for the other medwatch. The same pt is represented in each medwatch.